Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced the image disappearing during angulation but returns and e216 scope communication error. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The following issues were found during the device evaluation: the image disappeared due to damage on the charged coupled device unit during angulation in the right and left directions. The e216 scope communication event could not be confirmed. Additionally, the following findings are as were discovered and are as follows: adhesive on bending section cover (a-rubber) had a chip. The indication on the grip was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the image disappeared during the angulation operation in the down direction, it is likely that the suggested event was caused by a failure of the image sensor unit. Regarding the e216 error, it is likely that the suggested event was caused by a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.